Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that corrective maintenance/repair was requested. It was also reported that the device did not clot. It was noted that there was no patient symptoms or user harm. This contradicts the allegation of the device not clotting.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a generator and handpieces. It was reported that during a procedure the handpiece did not coagulate, there were no error code displayed, there was no acoustic error signal. It was noted the regulator acoustic signal of the coagulation was emitted by the generator, but the handpiece did not coagulate. It was noted there were no patient symptoms or complication associated with the event. 2019-11-11 000301847043 (unk): it was reported that corrective maintenance/repair was requested. It was also reported that the device did not clot. It was noted that there was no patient symptoms or user harm. This contradicts the allegation of the device not clotting. Additional information was received from a manufacturer representative (rep). It was reported the device meant the peak did not work. Additional information was received from a healthcare professional (hcp) via manufacture representative (rep). It was reported that the issue was identified during a spinal fusion. It was noted the failed to coagulate occurred on first activation and only coag was affected. The case was completed with traditional electrosurgery. It was noted the information was confirmed with the account/physician. ¿***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***